Manufacturer narrative:
Vyaire file identification number: (B)(4). The suspect ventilator main printed circuit board assembly (pcba) was returned to vyaire and evaluated. The reported complaint could not be confirmed and was not duplicated. Multiple transducer faults were found upon a review of the device event log, however, all transducers successfully calibrated when calibration was attempted during the evaluation. Based on the results of the evaluation, it was determined that the root cause was solenoid failure.

Event description:
A customer reported that their vela ventilator generated "motor fault" alarms after changing the circuit and passing a verification test. The customer reported that there was no patient involvement associated with the event.

Manufacturer narrative:
The reported complaint duplicated the reported "vent is giving motor fault alarm" problem. 3 phase motor driver failed. This issue will be internally investigated within vyaire.